Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed incoming functional testing. It was noted that both bails and bail covers were missing and the upper and lower cases were broken. (B)(4).

Event description:
It was reported while the external pulse generator (epg) was connected to a patient, the epg was inappropriately pacing. While the device was programmed to 40 beats per minute (bpm) the device would begin pacing at 60 bpm. The device was reprogrammed but the device still began pacing at 45 bpm when the device was set to 40 bpm. The epg was replaced and returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.